Event description:
It was reported that the prograsp forceps instrument wires were sticking out of the tip of the instrument during a da vinci prostatectomy procedure. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the pitch cable frayed at the distal clevis hub. No damage was found at the clevis. There were scratches on the surface of the distal pulley. Failure analysis found that the one grip was bent, causing side-to-side misalignment of the grips. The tips were offset, indicating overloading at the tip. The instrument passed electrical continuity testing, the evidence was inconclusive, but the damage was likely due to mishandling/misuse. The bottom bipolar pin at the back end of the housing was bent upward towards the top pin. The chassis was not broken and still attached. The evidence was inconclusive, but the damage was likely due to mishandling/misuse. No other damage found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.